Manufacturer narrative:
Pump passed the rewind, displacement, prime and compromised force system sensor and excessive no delivery test. No excessive no delivery alarm noted. Pump had minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery multiple times. The customer's blood glucose reading was 101 mg/dl at the time of incident. The customer could not recall any significant events leading to the alarms. Troubleshooting was done for no delivery but the customer did not want to continue. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.